Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was installed during the service call. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 7900 system would intermittently blow the main fuse to the monitor cart. No pt injury was reported.